Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a high blood glucose event requiring the paramedics to be called. The customer's blood glucose was over 600 mg/dl during this time. Customer also reported their cannula was bent upon removal of their infusion set. The customer stated they have had four bent cannulas on their past infusion sets. Customer's blood glucose was 128 mg/dl at the time of the call. Customer also reported experiencing nausea, labored breathing and tiredness from their high blood glucose. The customer treated their blood glucose with the insulin pump. Customer declined to troubleshoot. No additional information provided.